Manufacturer narrative:
(B(4).

Event description:
It was reported that a doctor called and stated patient had band placed in 2007. It is possible that the patient has developed a leak; has not determined if leaking or where. No additional information at this time.